Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient had disclosed they had a major fall within the preceding two weeks of impedance checks. The patient had hit their head during the fall which most likely caused the high impedance.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that while checking the impedances on the patient's ins, it was noted that there was high impedance on contact 11. The rep reported that contact 11 was not being used in programming. The rep reported that the results of running an lcc was 7 ok. No patient symptoms were reported. No further patient complications have been reported as a result of this event.